Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis investigations. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a piece of the synchroseal instrument was lost inside the patient. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the synchroseal instrument and informed the customer that the described piece was made of metal and should be visible via x-ray. The surgeon noticed the issue during the first grasp of the tissue and there was no instrument impact that caused the fragment to fall. The x-ray was performed but the fragment was not found and was not retrieved. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was completed. The customer is not able to return the instrument for failure analysis investigation at this time.